Event description:
Related manufacturer report number: 2017865-2023-00462. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited oversensing due to noise. This oversensing lead to pacing inhibition. Both leads were capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.